Manufacturer narrative:
Product evaluation: analysis results not available; device was discarded.

Event description:
A patient reported "persistent voice issues" during a post operative follow up with his/her doctor after a procedure to remove a sub mandibular node. The doctor performed a laryngoscopy during the follow up visit and discovered that the patient had a lesion on his/her vocal cord. Medtronic product quality confirmed that the anesthesiologist tested the nim emg tube for patency prior to the procedure to remove the node. The tube and cuff functioned normally. A glidescope was used for intubation, along with a video laryngoscopy. The intubation and extubation were noted successful with no issues. All disposable devices were discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.